Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the ophthalmic forceps did not open properly, and the internal limiting membrane was not well grasped during surgery on the left eye. The surgery was completed on the same day, and there was no patient harm.